Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, still intra-operative images and medical records were provided and were reviewed by internal medical director. Based on review of the report and images, it appeared to have remodeled creating the endoleak. There is no evidence of structural defects with the device. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined; however, vessel anatomy may have been a factor. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, and a suprarenal aortic extension a proximal type I and type iii endoleak between bifurcated and suprarenal aortic extension was identified on a follow up computed tomography scan. The patient was treated with an additional infrarenal aortic extension, which successfully corrected both endoleaks. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.